Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry would not open during a case. As a troubleshooting step manual door open procedure resolved the issue. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, product ID: bi71000429, serial/lot #: (B)(6), rev. K, product ID: bi71000273, h3) the manufacturer representative (rep) went to the site to test the imaging system. They extracted the screws. They replaced the door winch and cable guides. System now operates within specifications. The winch was returned for analysis. They test the winch motor with motion cart. Forward and backwards motion would intermittently jam/ lock up due to damaged teeth on the drive gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.